Event description:
Additional information received 05/25/2016. Allegedly, the patient was revised due to the following mom complications: loose acetabular component; tissue reaction; osteolysis. Added lot/catalog number and implant date.

Event description:
Allegedly, the patient was revised due to the following mom complications: pain and decreased mobility (right).

Manufacturer narrative:
This is the same event as 3010536692-2015-01326. (B)(4).